Event description:
It was reported a pt was scheduled for carotid artery stenting and angioplasty. A gore flow reversal system was selected for embolic protection; however, the system could not be placed due to a type iii arch that could not be navigated. The procedure was abandoned. Following closure, the pt developed a pseudoaneurysm of the groin (access site). Initially, the pseudoaneurysm was being treated conservatively; however, the pt was readmitted with a new hematoma in the area and underwent surgery for repair of the pseudoaneurysm.

Manufacturer narrative:
Results - a review of the mfg records verified that the lot was processed normally and all pre-release specifications were met.